Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2317-70, serial #: (B)(4), description:infinion cx 70cm lead. Model#: sc-3138-55, serial #: (B)(4), description: scs phiii ext 55cm. Model#: sc-4318, lot#: 19000897, description: clik x anchor. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was admitted to the hospital with a systemic infection. The symptoms included fever, swelling and redness. Infection was not believed to be device or procedure related. The cause of infection was unknown. The patient was prescribed antibiotics. The patient underwent an explant procedure due to infection. No device malfunction suspected.

Manufacturer narrative:
Additional information was received that no further information could be obtained.

Event description:
A report was received that the patient was admitted to the hospital with a systemic infection. The symptoms included fever, swelling and redness. Infection was not believed to be device or procedure related. The cause of infection was unknown. The patient was prescribed antibiotics. The patient underwent an explant procedure due to infection. No device malfunction suspected.